Event description:
Healthcare professional reported a lap-band for which the "catheter has come off the port". It is not known how the events were first noticed. It is not known whether the lap-band system will be explanted and/or replaced.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, and implant date. The info has not yet been rec'd by allergan. The reporter of the complaint was asked to return the product for analysis if it is explanted in the future. Further info from the reporter regarding the serial number, date of event, and implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".